Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was interrogated pre-op and an error displayed stating the remaining longevity is not available, potentially due to cold temperature. The ICD was not used for any case. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.